Manufacturer narrative:
1627487-12192011-003-r . This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to charge the ipg as recommended. In turn, the patient lost stimulation as the ipg became inoperable. Subsequently, surgical intervention was taken wherein the ipg was explanted and replaced which resolved the issue.